Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
(B)(4). Event occurred in germany. It was reported that patient faced infusion sets cannula kinked event on (B)(6) 2025. The patient's blood glucose (bg) level rose dramatically, with the monitoring device simply displaying 300mg/dl to manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin pen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.